Event description:
It was reported that the patient presented for an implant procedure. An inner guide was used to try to implant the left ventricular lead. The physician was unable to advance or back up the lead, as it was very tight. The guide and lead were removed, and another lead was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 86.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.